Event description:
On 6/11/96 the pt had above knee femoro-popliteal bypass. On 6/18/96 the graft occluded and a thrombectomy was performed, at which time the dr reported the graft tore at the proximal anastomosis. This was patched and the thrombectomy was attempted from the distal anastomosis, with the graft again tearing. The graft was explanted and replaced and the pt did fine.